Event description:
It was reported that the patient¿s implantable neurostimulator (ins) quit working about 6 months prior to the report. The patient did not know the reason it quit working. They had not seen their doctor at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient. Product ID: 3487a-33, lot# l63855, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension (B)(4).